Event description:
Boston scientific received information that this device system stored a low shock impedance measurement. The physician reported the patient had undergone a myocardial biopsy two weeks previously; the device had been interrogated following that procedure and everything was fine. The physician planned to bring the patient in again to test the lead. Technical services discussed delivering a minimum and maximum energy shock to test the shocking lead.

Manufacturer narrative:
The patient was brought in and a 26 joule shock was delivered, with a shock impedance of 36 ohms. No other <20 ohms impedances were seen in the shock lead daily measurements. The patient later expired on an unspecified date for unspecified reasons. Available information suggests that the device was buried with the patient. Additional information has been provided that this is a device specific issue, not a lead issue